Event description:
A physician successfully placed an xact stent in the left internal and common carotid artery. A few hours post procedure, the pt experienced global aphasia. The pt underwent treatment and symptoms solved within 2 days.

Manufacturer narrative:
The device was not returned and there was no lot info. We were not able to perform device inspection or device history record review in this case.